Event description:
It was reported that a patient presented with over-sensing of lead noise resulting in instances of inappropriate automatic mode switch. Corrective programming changes were recommended. No adverse patient consequences were reported.